Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing. The device was reprogrammed, and is still in use. No further patient compilcations have been reported as a result of this event.